Manufacturer narrative:
Device evaluation completed on october 18 , 2023: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4), follow up:(3) mistakenly reported submission due date as (B)(6) 2023 which is incorrect. The correct submission due date is (B)(6) 2023. Therefore, follow up #3 is not late.

Manufacturer narrative:
Additional information received on october 04, 2023 indicated that the patient underwent bilateral capsulorrhaphys, and bilateral replacements as follow: l/ cat: 3505001bc, sn: (B)(6), and r/ cat: 3505001bc, sn: (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 405cc silicone prosthesis experienced left-sided silent rupture post procedure. The issue was diagnosed through physical, ultrasound examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on september 7, 2023, patient scheduled for removal on (B)(6) 2023. Reason for device explant and/or reoperation: sailent rupture. Manufacturer¿s reference number: (B)(4).